Event description:
It was reported that there were atrial fibrillation episodes stored with oversensing due to wide complexes. Also, the impedance was high at 170 ohms. The doctor explanted the entire system and implanted a transvenous system. There were no additional adverse patient effects.